Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease flat. Leak test was performed, and found opening on posterior. A microscopic analysis was performed, which identify a two punctured in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two puncture opening on posterior, due to surgical damage like.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.